Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 444 mg/dl. The customer declined the high blood glucose troubleshooting. Customer stated that she changed the tubing on her insulin pump, and she was not push done on the end and she just went to check the insulin pump and she was not know how to calibrate without having to check blood glucose. The insulin pump will not be returned for analysis.